Event description:
Reportedly, a second device was implanted in the same position using a valve-in-valve procedure. The duration of implant of the initial device at the time of the procedure was approximately 19.23 months. The reason for procedure is unknown. Both devices remain implanted. No further details were provided.

Manufacturer narrative:
Device remains implanted. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via e-mail) for the operative report and additional information (on 07/16/2010 and 07/23/2010); however, no additional information was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that revision surgery was performed due to a peri-prosthetic fracture.

Manufacturer narrative:
On 08/11/2010, a response was received from the surgeon stating device was regurgitant due to "single leaflet thickening". His response also states "severe mitral insufficiency" and a sapien was implanted via transapical procedure." Operative report was provided; however, it is not in english and has not been translated.